Event description:
Rptr alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. Rptr stated that she stuck herself with a lancet, but there was not an allegation of an accidental stick with unk prior use. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.